Event description:
It was reported that the day after implant, the pt experienced stimulation in the wrong location and a lack of therapeutic effect. The patient was admitted to the ER (unclear if admitted to hospital). Further information is being requested from the hcp.